Manufacturer narrative:
Visual inspection: during the investigation, blood residues on the returned product were determined. Permeability test: a permeability test has shown that the valve is not permeable. Computer controlled test: because the valve is not permeable, a computer controlled test is not possible. Adjustment test: the m.blue was tested and djustable to all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found inside. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. At the time of the inspection, we were able to detect encrusted deposits on the valve inlet and a blockage at the m.blue. The deposits visible in the valve have led to the malfuntion. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue lumbal 0 (#fx850t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the valve showed an under-drainage and adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 15 years. Weight: 60 kgs. Height: 174.5 cm. Gender: male. Same event as #3004721439-2024-00260.